Event description:
It was reported via repair work order that the siderail cables were damaged and it was also reported that motion interrupt pan was damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.